Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with shortness of breath. The atrial lead exhibited loss of capture at maximum output. Lead replacement was planned.